Event description:
It was reported that during a pci procedure involving a calcified lesion located in the left anterior descending (lad) coronary artery, removal difficulties were encountered with the quantum maverick monorail catheter. The quantum maverick balloon was used for both pre and post dilation. Upon removal, the physician experienced severe resistance. The device was removed with a runthrough guidewire. A shaft kink was noted after removal. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
Returned product analysis could not verify a shaft kink, however, product analysis did reveal a locked up guide wire and shaft damage. The balloon catheter was received with the guide wire engaged in the lumen and damage was observed on the catheter's shaft. Visual and microscopic examination of the exposed distal section of the guide wire revealed numerous areas of damage on the spring coil. The coil section of the guide wire is bunched up in numerous areas. Further examination of the exposed proximal section did not reveal any surface damage. The spring coil section of the guide wire extends into the lumen of the catheter just distally to the wire port. The guide wire damage contributed to the lock-up. The cause of the guide wire damage could not be determined. The guide wire could not be removed from the catheter without further damaging the catheter. Visual examination of the catheter's shaft revealed numerous areas of axial compression damage (accordion folding). Microscopic examination of the material surrounding the shaft damage did not reveal any inherent material deficiencies that would have contributed to the damage. The shaft damage can be attributed to the manipulation or attempted removal of the locked up guide wire. The mfg records for top assembly batch 8616469 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the guide wire locking up on the catheter and the subsequent shaft damage experienced during the procedure can be attributed to the damaged guide wire.